Event description:
It was reported that the patient experienced unspecified issues with an ambicor penile prosthesis (app). A surgical procedure was performed in which the existing app was removed and a new inflatable penile prosthesis (ipp) was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the device was not working leading to the procedure. The patient did not experience any further adverse events. No more information available at the moment. Should pertinent additional information become available, it will be provided.